Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact av access pta balloon catheters were used to treat an in cannulation zone lesion located in the right arm. Approximately 3 months post procedure patient suffered from 75% restenosis in the cannulation zone segment. The event was treated with revascularization in the tandem proximal non cannulation zone segment and arterial inflow in the right arm. Patient recovered.

Manufacturer narrative:
Update received 19 may 2025: during the index procedure the right arm venous anastomosis was treated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.